Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. Successfully downloaded history files and traces using thus. No history on (B)(6) 2023. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. Unable to view the bolus amount programmed on (B)(6) 2023 to confirm it matches the bolus amount delivered. No bolus amount delivered on (B)(6) 2023. The pump was cut open and found evidence of moisture damage on the pcba 1 and pcba 2. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, broken belt clip rails, cracked case - corner of belt clip rails. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No device problems were found during analysis. Pump passed full drive test. No pump errors or insulin flow blocked alarms were noted in the pump download history. No bolus delivery and bolus programmed was found in the history files. Bolus delivery and bolus programmed matched during testing. Pump exposed to moisture confirmed on the pcba 1 and pcba 2. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia, with a blood glucose measurement of 597 mg/dl at the time of the event. Troubleshooting was performed and it was unsure whether the insulin pump was used within 48 hours of the reported event and unknown whether the auto mode feature was activate at the time of the hyperglycemic event. No further complications were reported. It was unknown whether the customer will continue to use the insulin pump and the pump will not be returned for analysis.